Manufacturer narrative:
As reported, about 7.5 years post-implant of the composix e/x mesh, while undergoing an additional surgery unrelated to the hernia repair, mesh adhesions were noted to the intestinal tract. The adhesions were lysed and an adhesion barrier was placed, as reported the patient is currently in good health. Based on the information provided, no conclusion can be made. Adhesions are a known inherent risk of hernia repair surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the corrected patient information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a ventral incisional hernia repair procedure on (B)(6) 2014, a bard/davol composix e/x mesh was implanted. It was reported that on (B)(6) 2021, the patient underwent another surgery for colorectal cancer, during which it was noted that the mesh (eptfe side) had fibrous adhesions with the intestinal tract. As reported, there was no extreme bending of the mesh, the polypropylene side was not exposed to the intestinal tract side and lysis of adhesions was performed for about 2 hours. As reported, after making a midline incision in the mesh and treating colorectal cancer, the mesh was brought close together and closed with a non-absorbent thread, and a non-bard/davol adhesion-preventing material was attached to complete the procedure. The patient did not experience any pain or other symptoms due to the adhesions. Postoperatively the patient is doing good without any health damage.

Event description:
As reported, during a ventral incisional hernia repair procedure on (B)(6) 2014, a bard/davol composix e/x mesh was implanted. It was reported that on (B)(6) 2021, the patient underwent another surgery for colorectal cancer, during which it was noted that the mesh (eptfe side) had fibrous adhesions with the intestinal tract. As reported, there was no extreme bending of the mesh, the polypropylene side was not exposed to the intestinal tract side and lysis of adhesions was performed for about 2 hours. As reported, after making a midline incision in the mesh and treating colorectal cancer, the mesh was brought close together and closed with a non-absorbent thread, and a non-bard/davol adhesion-preventing material was attached to complete the procedure. The patient did not experience any pain or other symptoms due to the adhesions. Postoperatively the patient is doing good without any health damage.

Manufacturer narrative:
As reported, about 7.5 years post-implant of the composix e/x mesh, while undergoing an additional surgery unrelated to the hernia repair, mesh adhesions were noted to the intestinal tract. The adhesions were lysed and an adhesion barrier was placed, as reported the patient is currently in good health. Based on the information provided, no conclusion can be made. Adhesions are a known inherent risk of hernia repair surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned - remains implanted.